Event description:
It was reported that there was false atrial tachycardia and fibrillation detected due to t-wave oversensing. Sensitivity was reprogrammed and the implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.